Manufacturer narrative:
Attempts were made to obtain the device context of use and confirmed there is no harm associated with the reported device event. The case was confirmed to be non-reportable. The device ships with no configuration and no equipment label. The device does not alarm or have alarm limits until connection to the information center/ix is established at which time alarm limits and configuration settings are obtained.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that easi mode had been inadvertently selected and that the facility biomed was requesting it be changed to regular mode. The engineer was able to change the setting on the machine. The device was in use on patient at time of event, there was an adverse event reported.

Manufacturer narrative:
Further review of this report revealed coding was not provided; therefore, this report was re-opened to correct coding and update accordingly. The full investigation is included, and corrections have been made to several fields. This is in reference to MFR report # 1218950-2024-00691. Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating easi mode had been inadvertently selected and that the facility biomed was requesting it be changed to regular mode. The engineer was able to change the setting on the machine. No other clinical information or medical intervention was reported. The work order indicates that the potential safety alert and potential safety event fields were inadvertently selected. However, the answers to the ¿allegation of injury/death¿, ¿patient/user harmed,¿ and the ¿potential safety event¿ questions are answered ¿yes¿ and a separate remark in the work order indicates that harm was alleged. Additional information was requested and the response clarified and confirmed that there is no harm associated with the reported device event. Analysis was performed remote clinical support (rcs). The rcs remotely entered the mx40 ECG setup menu and confirmed the option was not available so connecting ECG leads was necessary to change the setting. The rcs confirmed with the customer that once leads were connected to the mx40, the option the customer requested appeared and was successfully changed. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the customer did not connect ECG leads prior to attempting to change the settings. The issue was resolved by providing information to the customer and connecting leads to the mx40. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. After further review, this issue was deemed non-reportable. The device ships with no configuration and no equipment label. The device does not alarm or have alarm limits until connection to the information center/ix is established at which time alarm limits and configuration settings are obtained.